Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092576) on 14-feb-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of genital haemorrhage ('hemorrhaging') and myalgia ('muscle pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included benazepril hydrochloride (lotensin), metformin and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), myalgia (seriousness criterion disability) and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, myalgia, weight increased and headache had not resolved. The reporter considered genital haemorrhage, headache, myalgia and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of genital haemorrhage ('hemorrhaging') and myalgia ('muscle pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included benazepril hydrochloride (lotensin), metformin and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), myalgia (seriousness criterion disability) and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, myalgia, weight increased and headache had not resolved. The reporter considered genital haemorrhage, headache, myalgia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report